Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced twitching sensation from (B)(6) 2019 and presented to the hospital. Upon interrogation the pacemaker, it was found that the device exhibited backup vvi operation. It was determined that the cause of the backup vvi operation was due to code corruption and the device in elective replacement indicator status. The pacemaker settings were successfully restored at the hospital on (B)(6) 2019. The patient experienced no other adverse consequences as a result of the anomaly.

Manufacturer narrative:
The cause of the backup operation was not determined and the device was not found with elective replacement indication. The cause of backup operation previously described did not pertain to this device.

Event description:
It was reported that the patient experienced twitching sensation from (B)(6) 2019 and presented to the hospital. Upon interrogation the pacemaker, it was found that the device exhibited backup vvi operation. The pacemaker settings were successfully restored at the hospital on (B)(6)2019. The patient experienced no other adverse consequences as a result of the anomaly.

Event description:
New information received stated that the backup operation triggered on (B)(6) 2019 at 7:30 am local time. The device detected a memory error that was not self corrected which caused the backup vvi operation.